Event description:
On 30-jul-2025, the user reported that the ilet device screen had been cracked for several months. The user stated the screen continued to function but had progressively worsened and required replacement. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.